Manufacturer narrative:
(B)(4). D10: unknown stem unknown. Unknown shell unknown. Unknown liner unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02132, 0001822565-2023-02133, and 0001822565-2023-02134. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient is being revised for unknown reasons six months post implantation. Patient is inquiring about product information of her initial implants. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number (B)(4) winterthur.

Event description:
No additional event information to report at this time.